Event description:
The customer stated that a negative axsym cmv lgg result of 0.0 iu/ml was generated on a pt sample that tested positive (92.7 and 103.7 iu/ml) at another laboratory on an axsym analyzer. No impact to pt mgmt was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.